Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found the plunger clamp was failing. The plunger clamp was replaced. The instrument was tested without further problem, and returned to svc.